Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag console, serial number (B)(6), was evaluated due to the reported event of an s3: system fault alarm. The returned console was functionally tested at the service depot and was found to perform as intended. The cause of the reported event was isolated to an issue with the returned centrimag motor (evaluated separately), and the serviced and tested console was returned to the customer site after passing all tests per procedure. The root cause of the reported event could not be correlated to an issue with the console. Review of the device history record for centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergency/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during transport from a procedure the centrimag started to alarm s3 system alert. The device was functioning as intended and the patient was supported, but the alarm did not clear once they got back in the intensive care unit (ICU) and plugged it in. Revolution per minutes (rpms) were at 4000 and flowing 3.7 lpm throughout the alarm sequence. The coordinator attempted to switch to a different power outlet to see if that would clear the alert. It did not. The team then did a console and motor change to the backup system. The change went very smooth, and the patient did not have any issues.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.